Event description:
It was reported that there were issues with 27033aa / r27033aa (miniature straight forward telescope). The complaint describes a darkened image / black spot.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The omplaint reported that there was a dark area in the center of the image. The technical evaluation concluded that no problem was found, and the scope appeared to be in work-ing condition. The event is filed under internal karl storz complaint ID: (B)(4).